Event description:
The patient reported that 4 v-go devices would not stick properly. The patient stated the four devices after wearing them for about 12-14 hours they started to come loose. The patient said the adhesive pad would start coming up off of her skin. The patient said she did not experience any symptoms with this issue. The patient stated on 1 of the 4 devices she was really sweaty and believes that may have caused the issue with the adhesive pad.